Event description:
On (B)(6) 2025 the user experienced severe hypoglycemia with a bg of 40 mg/dl, lost consciousness, and was treated by ems with glucagon before being transported to the hospital. The user was treated with IV dextrose, hospitalized for one day, and discharged on (B)(6) 2025. The user¿s spouse suggested pain medication may have contributed to the low bg, though the cause remains undetermined. The user resumed ilet use after recovery.